Manufacturer narrative:
B5: no additional information received from customer. D9: additional information. H2: additional information, device evaluation. H3: additional information. H4: additional information. H6: additional information. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: excessive black debris inside large lens. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A root cause could not be identified for the black bump on the insertion tube which turned out to be chemiglaze. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported during reprocessing the subject device had a red spot on the inside of biopsy port and 1m insertion tube on the outside has a black bump. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.